Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please explain when did the needle pull off the suture? When the doctor was trying to do the first pass, he puts the needle through the skin and then when he went to pull up with the excess it pulled off. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The needle kept breaking off of the suture before the first pass through tissue. It is unknown how the procedure was completed and there were no patient consequences reported.